Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during balloon dilatation of a distal left superficial femoral artery lesion, during the first inflation of the agiltrac balloon, the balloon ruptured at 3 atm. There was no adverse pt consequence. The complete balloon was removed from the anatomy and a non-abbot balloon was used to complete the procedure without incident. No add'l info has been provided.

Manufacturer narrative:
The device had been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any add'l relevant info.